Event description:
It was reported that during a prostate procedure, the side-firing fiber had "significantly diminished vaporization efficiency at 88,513 joules with the aiming beam firing straight out." The procedure was completed with a second fiber at 85,253 joules. Pt or user outcome: "ok, no harm to pt."